Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number : 7024965, model/catalog description: coveredge x 32 surgical lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that a week after the implant procedure the patient was experiencing leg weakness. The physician noticed some mild stenosis at the level of the lead that was placed and believed it was contributing to the leg weakness. The physician believed it was not device related. The patient underwent an explant procedure. The weakness in the leg has not recovered yet and patient was in a physical therapy.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that a week after the implant procedure the patient was experiencing leg weakness. The physician noticed some mild stenosis at the level of the lead that was placed and believed it was contributing to the leg weakness. The physician believed it was not device related. The patient underwent an explant procedure. The weakness in the leg has not recovered yet and patient was in a physical therapy.